Manufacturer narrative:
G4: 24jul2020. B4: 28jul2020. A gas delivery system (gds) was returned for analysis. Visual inspection revealed no anomalies of the returned gds. An investigation was performed and the customer complaint verified. Root cause was failure of air flow sensor, caused by u1 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec¿d date 25sep2019. Date of report rec¿d 26sep2019 . The customer did not respond to email requests for additional information and repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit failed air flow accuracy test. There was no patient involvement.